Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed rite functional testing as a pressure leak was identified. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 02:23:07. During night drain cycle three, the patient's ultrafiltration reading was 1602ml, indicating the home patient (hp) drained 1602ml more than their maximum programmed fill volume of 2500ml. No additional information is available.